Event description:
The customer reported that while in use for routine pt monitoring, the device lost power briefly and the lights flashed on the control panel, and the device started to print by itself. Once the device was turned off and then back on, the device functioned properly. There were no adverse effects to the pt reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device. The pt record for the reported event was no longer in device memory. Proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. The device was subsequently returned to the customer.